Event description:
It was reported that during a ptca/atherotomy/stenting treatment procedure of a calcified, lesion in a coronary artery, the maverick2 monorail (15/2.5) balloon ruptured at 10 atms. (The number of inflations performed is unknown). The maverick2 monorail (15/2.5) balloon was removed and replaced with a maverick2 monorail (15/3.0) balloon, but this balloon also ruptured at unknown atms. The physician successfully treated the lesion with a cutting balloon, then placed a stent. The pt was asymptomatic during this event. Per the reporter, the ruptures were due to the calcification of the plaque, not defective devices. No pt injuries or complications were reported. Pt status is reported as "good". Same case as MFR's report #6000093-2003-00319.